Event description:
There was no reported device deficiency or adverse event. Analysis confirmed a reportable device issue.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator, serial # (B)(4) , found the battery had reduced capacity due to overdischarge. The device was received with no telemetry and the last recorded recharge session while implanted was on (B)(6) 2000. The battery had discharged to the lock mode on (B)(6) 2012.